Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00232. A facility reported that mayfield modified skull clamp (a1059) was not locking. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the lock having movement and needing general maintenance and cleaning.